Manufacturer narrative:
Approximate age of device - 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted with bright red urine and a sub therapeutic international normalized ratio (inr). The manufacturer¿s technical service representative reviewed supplied patient log files and observed no unusual events. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. The account submitted a log file for review. The log file revealed that the pump appeared to be functioning as intended. The pump was exchanged on (B)(6) 2018, and heartmate ii lvas, serial number (B)(4), was not returned for evaluation. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range.